Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, the customer reported a high blood glucose (bg) level of high. Cause of the high bg was due to being disconnected from cgm due to touchscreen screen unreadable. Customer addressed low bg by mdi injection. Customer will continue to use current pump.